Event description:
It was reported that technical services (ts) was contacted about magnetic resonance imaging (MRI) eligibility for this pacemaker. Upon review, ts explained that this was a non-conditional system due to right atrial (ra) lead integrity concerns. Ra lead fracture was suspected following a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms, and a subsequent signal artifact monitor (sam) episode stored due to a high out-of-range pace impedance measurement greater than 3,000 ohms. In addition, ra noise with oversensing was observed. Technical services (ts) reviewed troubleshooting options and further ra lead evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.